Event description:
Data was provided for evaluation. A review of the data indicates that the patients estimated glucose values (egvs) were within the target range for most of the day with a few high spikes and one period of low readings. The lowest egv recorded on (B)(6) 2023 was 83 mg/dl (4.61 mmol/l) at 7:30 pm. No sensor failures were found during the time period of interest. The allegation of a ¿severe hypoglycemic event¿ could not be confirmed through a review of the performance data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The patient was not sure of the actual malfunction at the time of the event on (B)(6) 2023. Although no symptoms were reported, he experienced a severe hypoglycemic event, and his spouse called emergency medical services (ems). After paramedics arrived the blood glucose (bg) finger stick value was 0.6 mmol/l. Treatment included a glucagon injection, and IV dextrose. The patient was transported to the hospital where the remained for 36 hours until the bg stabilized. At the time of the report the patient had recovered and felt fine. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.